Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting high thresholds at greater than 3v at .5ms and poor sensing (no measurement was given). This lead was explanted and was replaced by another rv lead. No adverse pt effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The event and explant dates provided did not make sense so they were left off of this report.